Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included mammoplasty in 2002 and fibroids in 2002. Concurrent conditions included hypertension since 2008 and diabetes since 2008. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2008 to 2009. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss") and groin pain ("groin pain"). The patient was treated with surgery (salpingectomy (one side removal of fallopian tube)). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, weight increased, ovarian cyst, alopecia and groin pain outcome was unknown and the genital haemorrhage, abdominal pain lower and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, groin pain, menorrhagia, ovarian cyst, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs+mr received, reporter added, event added as:- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, ovarian cysts, hair loss,groin pain, did not undergo an essure confirmation test incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coil). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.